Event description:
A power source alert 07 was reported. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl. The customer was using the tandem charging cable and wall adapter when the alert occurred, and plugging the charging cable into a wall adapter resolved the issue as the pump began charging. No further assistance was required, and a new wall adapter and usb cable were sent to the customer.